Event description:
A facility reported that the cryosolutions 4pk cartridge (33517) "leaks when inserted into the machine." It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The customer did not report the suspected lot number; however, product lot number was identified based on purchase order number provided by the customer. The cryosolutions 4pk cartridge (33517) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The cryosolutions 4pk cartridge was received in used condition, with no gas remaining in the cartridge. The cartridge could not be tested. Further investigations by the product legal manufacturer, found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction.